Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been feeling 'weird' and that their heart has been 'skipping' and 'beating' very fast. It was also reported that the implantable pulse generator (ipg) has been 'acting up'. The ipg remains in use. No further patient complications have been reported as a result of this event.